Event description:
Reportedly, three sulus did not place properly formed staples on the tissue. Therefore, the dr decided to utilize a ta 45 instrument to complete the anastomosis and complete the case without further incident. Procedure: lap.